Event description:
The company was informed that the pt's internal device was extruding through the skin behind the ear. The pt reportedly developed a large swollen bump behind the pinna in the past from a fall. Advanced bionics is in the process of gathering more info regarding a visit with the doctor. Once more info becomes available a supplemental report will be submitted.